Event description:
This is filed to report a clip caught in chordae and mitral stenosis. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet, and a pre-procedural mitral pressure gradient of 3 mmhg. During a mitraclip procedure, the first xtw device was placed on a2p2. There was a remaining lateral jet, so an ntw clip was placed lateral to the xtw. The ntw became stuck under the valve in the chordae. Additional positioning and steering was performed to troubleshoot in the ventricle. The device could not be untangled from the chordae. The ntw was able to grasp both leaflets where it was stuck, and was deployed. The gradient increased to 8 mmhg and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Additionally, a cause for mitral stenosis cannot be determined. Mitral stenosis as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.